Event description:
It was reported that the customer was hospitalized for dka. The doctor believes it is due to pump malfunction. The set was changed three days prior the admission. Troubleshooting was performed. The programming and histories on the pump were accurate. A fixed prime test was performed and the insulin exited. However, the high-pressure test was not completed due to the lack of a clamp. A day later, the contact called back to perform the high-pressure test. The test passed within specifications.